Event description:
Related to MFR report: 2183959-2012-02778. It was reported that on or about (B)(6) 2008 the plaintiff was implanted with a perigee system for treatment of pelvic organ prolapse. It was alleged by the attorney for the plaintiff that ¿after implantation, she subsequently experienced severe complications including, but not limited to: chronic pain, excessive bleeding, infection, dyspareunia, erosion, and/or destruction of vaginal tissue warranting the need for additional surgical intervention.¿ it was also alleged that the ¿plaintiff has suffered and will continue to suffer severe and permanent bodily injuries and significant mental and physical pain and suffering.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.